Manufacturer narrative:
The missing segments was verified. The front pcb was replaced. The unit is working well. The manufacture date is unk with the serial number provided. (B)(4).

Event description:
It was reported to covidien that the unit could not display heart rate value on the front pcb 7-segments clearly. No patient involved.